Event description:
It was reported that when the patient presented to the clinic for a routine evaluation, review of programmer strips showed noise. The noise was not reproduced with isometrics. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.